Manufacturer narrative:
Additional information: b5, g3, h3, h6. Corrected information: investigation findings c23 changed to c0706 the complaint allegation is confirmed. One unpackaged ar-9597-10, serial/batch number (B)(6), was received for investigation. The devices arrived separated for evaluation. The visual evaluation revealed heavy scratches and lines at the collar and distal end. Functional testing was conducted with the received mating parts ar-9676, batch 022408. It was noted that when attempting to insert the shaft into the ar-9597-10, resistance was encountered, preventing the driver shaft from fitting inside the ar-9597-10. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning.

Event description:
No abnormalities in the bone quality of the patient. An instrument was used to prepare the bone socket but no information was given. There were no additional screws or plates associated with this case.

Manufacturer narrative:
Additional information: g3, h3, h6, h11. The complaint allegation is confirmed. One unpackaged ar-9597-10, serial/batch number (B)(6), was received for investigation. The devices arrived separated for evaluation. The visual evaluation revealed heavy scratches and lines at the collar and distal end. Functional testing was conducted with the received mating parts ar-9676, batch 022408. It was noted that when attempting to insert the shaft into the ar-9597-10, resistance was encountered, preventing the driver shaft from fitting inside the ar-9597-10. The most likely cause for the reported failure can be attributed to misuse due to a force perpendicular to the drive shaft being applied while the device is spinning.

Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9597-10, serial/batch number (B)(6), was received for investigation. The devices arrived separated for evaluation. The visual evaluation revealed heavy scratches and lines at the collar and distal end. Functional testing was conducted with the received mating parts ar-9676, batch 022408. It was noted that when attempting to insert the shaft into the ar-9597-10, resistance was encountered, preventing the driver shaft from fitting inside the ar-9597-10. Eco-41381 was implemented. The changes being implemented are due to a product improvement initiative to address complaints related to the ar-9676 drive shaft seizing/binding during use. Ncr-27796 was opened to address the issue of the parts binding/sticking together.

Event description:
On 11/20/2024 it was reported by a sales representative via (B)(4) that an ar-9676 angled reamer drive shaft and an ar-9597-10 angled reamer sleeve would not separate. This was discovered during the case with no patient harm.